Manufacturer narrative:
H4: the lot was manufactured between september 12, 2022 and september 13, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system, non-dehp y-type catheter extension sets were leaking from the white wing just below the luer activated valve. This occurred during flushing prior to patient use. There was no patient involvement. No additional information is available.